Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy test and under delivered by 11.25 %. It was also reported that the lens is damaged. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation summary: once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified scrtached lens. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy was unable to be confirmed. The reported issue could not be duplicated.